Manufacturer narrative:
The fogarty embolectomy catheter involved in this case was received by our product evaluation laboratory. As received, balloon was found to be ruptured at central area. The ruptured edges did not appear matching at the rupture. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Through lumen was patent without any leakage or occlusion. No other visible damage was found from the catheter body and windings. Evaluation results revealed that the reported event was confirmed. Further investigation was completed by the engineers in the manufacturing site. Based on the available information, the failure mode is not associated to a manufacturing defect. A definite root cause was una be established. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Based on the available information, no action was required at this time; however, all events will continue to be reviewed and monitored. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during procedure, the balloon of this fogarty embolectomy catheter burst. There is no allegation of patient injury. The device was not available for evaluation. Later on, device was received. As per product evaluation findings, balloon was found to be ruptured at central area. The ruptured edges did not appear matching at the rupture. Patient demographics unable to be obtained.